Event description:
On (B)(6) 2012 customer reported that they had a bloody leak behind the mixing station on the dxh 800 instrument. Customer stated that the volume of the leak was approximately 0.5 cc and it was contained within the instrument except for wetness on the top of the sample tubes. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the leak was due to a plugged nucleated red blood cell (nrbc) mixing chamber. The plug was caused by stopper material from the tubes. Fse replaced the nrbc mixing chamber and the sample line from the bottom of the chamber to the metal feed through the fitting. This resolved the leak.

Manufacturer narrative:
Evaluation: results: nrbc mixing chamber. (B)(4).